Event description:
This event is regarding the use of one of our vetspon products for vetenarian use (gelatine sponge for hemostasis). Description: "on 27 aug 16, a company was approached at a veterinary conference by an attending veterinarian regarding a potential adverse drug event involving vetspon absorbable hemostatic gelatin sponge in a kitten. During surgical enucleation of one of the kitten's eyes, the veterinarian used vetspon to control bleeding in the socket. A drain was placed in the socket at the end of the surgery, per her usual technique. When the kitten came in for a recheck exam about a week later, there was an abscess in the socket. This was the first time she had used it for hemostasis somewhere other than the gingiva. She isn't sure whether vetspon was a factor in the abscess formation or not. Because she didn't have access to the kitten's chart, the attending veterinarian was unable to provide any further details on 27 aug 16. She also did not specify the type of vetspon used." A this time we are waiting for more information. (B)(4).